Event description:
The customer reported via phone call that they had a weak battery alarm with the insulin pump. Customer's blood glucose was 239 mg/dl. It was also reported the customer had a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer also reported their battery compartment was corroded, specially the spring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.